Event description:
It was reported that the smartsite¿ needle-free valve leaked when connected to the stopcock. The following information was provided by the initial reporter: leakage when connected to a stopcock.

Manufacturer narrative:
Medical device lot#: lot was reported; however, this is not a lot#: 1024442 manufactured for the reported catalog#. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples were received for investigation in which the customer has indicated that they have observed leakage from a 2000e7d product from lot 1024442. The customer did provide a video which confirms the reported leakage; however, it is not possible to determine the exact location of the leakage nor if there is any damage to the blue piston which may have contributed to the customer's experience. Further correspondence with the customer has however indicated that no physical damage or deformity was observed at the time of the event. According to DHR, there were no quality notifications observed during manufacturing process related to mentioned issue. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1024442 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation.

Event description:
It was reported that the smartsite¿ needle-free valve leaked when connected to the stopcock. The following information was provided by the initial reporter: leakage when connected to a stopcock.